Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra smart coil (smart coil) pusher assembly. The embolization was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds on its embolization coil. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, resistance may be encountered, and the device may not be advanced into the microcatheter. Forcefully advancing the device against the resistance may result into the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastric vein using penumbra smart coils (smart coils). It was reported that the patient¿s anatomy was tortuous. During the procedure, while advancing the smart coil through a non-penumbra microcatheter in the target vessel, the physician encountered resistance; therefore, the smart coil was removed. The procedure was completed using other coils and another microcatheter. There was no report of an adverse effect to the patient.